Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement of 2,300 ohms. The patient was seen in-clinic for evaluation, and out-of-range pace impedance measurements were not reproducible with isometrics. The hcp reprogrammed the ra lead back to bipolar and contact technical services (ts) for programming assistance with detecting atrial fibrillation (af). This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).